Manufacturer narrative:
All information reasonably known as of 21sep2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information was received 31-aug-2017 that states, a sample will not be available for return. No additional information was provided.

Manufacturer narrative:
All information reasonably known as of 31oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Date of report: jun 6, 2017.

Manufacturer narrative:
The sample is reported to be available but has not been returned at the time this report was filed. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 19jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that an event occurred when the cap on the end of the catheter was not removed, resulting in excessive buildup of volume delivered to the patient. There was no patient injury reported. Additional information was received that the event occurred where we connected the aerosol to the flowmeter, added the blue corrugated tubing with a drain bag, then attached the other end of the blue corrugated tubing to an inline suction device that was connected to the endotracheal tube. The customer stated they needed to deliver 100% and turned the dial to 100% and set the flow-meter to 10 liters/minute. The cap on the end of the suction device wasn¿t removed and quickly within 2-3 seconds the patient had excessive pressure/volume built-up inside the lungs due to the closed-system. The customer explained that with this set-up, every second there is 200 ml of flow, so in 3 seconds¿ time there was 600 ml of volume delivered to the patient. The customer stated, they did their own trail set-up with 100% and 12 liters/minute and integrated and in-line pressure manometer, within 2-3 seconds after occluding the distal end of the blue corrugated tubing, the pressure accumulated to 50 cm h20 which is extremely high and dangerous (enough to cause a pneumothorax). Additional information was received on 06-jun-2017 from the customer that states, the cm h20 pressure increased in 2-3 seconds. No additional information was received at this time.